Event description:
Customer reported the device alarmed motor position encoder error during the rewind process. Customer's blood glucose was 103 mg/dl. Customer was able to clear the alarm. Customer stated the alarm only occurred once. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.